Event description:
New information received indicates that there were no adverse consequences on the patient reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the implantable cardiac monitor (icm) exhibited under-sensing resulted in false pause episodes. No intervention was performed. Patient status was not provided.